Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a frozen app screen that occurred towards the end of the warm up period on (B)(6) 2016. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer's complaint was confirmed. The root cause was determined to be a defective transmitter.